Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Evidence of rv oversensing noise is observed in save-to-disk (s2d) egms. Min rv pacing impedance measured 211 ohms on (B)(6) 2015. Rv impedance is varying beginning (B)(6) 2015 through (B)(6) 2016. Initial rv pacing impedance was 856 ohms. (B)(4).

Event description:
It was reported that there was low and high impedance and oversensing noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.